Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was reset and current time and date was programmed, and monitored for four days. No unexpected reset or check settings alarms occurred. The device passed the unexpected restart error test and self test, no alarms noted. However, displayable history crc check failed on startup alarm was found in the alarm history file due to corrupted history file. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed multiple alarms which included an unexpected restart alarm. Customer's blood glucose reading was 59 mg/d;l. Customer's current blood glucose reading was 219 mg/dl. Nothing further reported.